Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: g.1.

Event description:
A non-healthcare professional reported tear which was noted on back of an implant between outer shell and gel. "Implant removed from field and new implant opened and inserted."

Manufacturer narrative:
In response to FDA report number mw5086855. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation n/a. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A non-healthcare professional reported tear which was noted on back of an implant between outer shell and gel. "Implant removed from field and new implant opened and inserted."